Event description:
Pt had left total knee replacement in 1989. Did well until 5/95 when developed joint effusion. Arthroscopy showed need for revision. Metal is exposed and joint surface button has failed per md history and physical. Pt to or 6/23/95 for revision of left total knee and synovectomy over the left knee. Add'l cat # 1841-9126, 1840-0008, 1841-9127, 1840-0234, 1841-9126. Add'l lot # m315900, m299828, m307710, m307860, 08717852, m299020.